Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port due to damage to the charging port. It was reported that the customer experienced low blood glucose (bg) level; cause was not known. Bg value was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.